Event description:
A malfunction alarm occurred, displaying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump but to report back if the malfunction recurred.